Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, the tip of a micropuncture transitionless access set's dilator split. The introducer/dilator was difficult to advance into the femoral artery and resistance was reported. The dilator tip was noted to be split/rough/frayed/unsmooth; therefore, the user discontinued use of the device and another device of the same type was used to complete the procedure. The device package was not damaged. There were no adverse effects to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during an unknown procedure, the tip of a micropuncture transitionless access set's dilator split. The introducer/dilator was difficult to advance into the femoral artery and resistance was reported. The dilator tip was noted to be split/rough/frayed/unsmooth; therefore, the user discontinued use of the device and another device of the same type was used to complete the procedure. The device package was not damaged. There were no adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook completed a review of the device history record (DHR). The DHR for the reported lot number found no relevant non-conformances. Three subassembly lots each found one relevant non-conformance; however, all non-conforming product was scrapped. A database search for complaints on the reported lot found no additional complaints reported from the field. Therefore, cook concluded that no nonconforming product from this lot exists in house or in the field. The instructions for use (IFU) provides the following information to the user relevant to the reported failure mode: precautions: ¿do not attempt to insert or withdraw the wire guide and/or introducer of resistance is felt.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR and the IFU, suggest that there is evidence the device was manufactured to specification. Based on the available information and results of the investigation, cook has concluded that component failure contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.